Event description:
The initial attorney report alleged pain due to defective mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 1998 - repair of two ventral hernias. The hernia on the left side was repaired with a kugel patch and the right sided hernia was repaired with composix mesh. (Note: see MDR 1213643-2012-00254 for information related to the composix mesh). In 2004 - patient presents with umbilical sinus tract secondary to edge of kugel patch with resulting chronic drainage. (B)(6) 2004 - patient laparotomy with excision of kugel patch, small bowel resection, and hernia repair with a non-bard collagen implant. The patient had severe abdominal wall adhesions to the small bowel. A bowel injury occurred during lysis; spillage was kept to a minimum. The small bowel was resected and excised and the kugel patch was completely excised as the source of the sinus tract. (B)(6) 2008 - patient underwent excision of composix mesh and partial excision of non-bard collagen implant. It was reported that a medial loop had been eroded by the mesh and the mesh was intra-luminal and had led to the abscess. A component of the non-bard implant appeared to be within the abscess cavity and was removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Approximately, six years post implant the patient developed an umbilical sinus tract. Reportedly, the kugel patch appeared to be the source of this sinus tract. The product was manufactured by surgical sense, prior to the davol acquisition of the product. Manufacturing records from surgical sense are not readily available for review. Therefore, a DHR related to this complaint cannot be performed. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00254 for information related to the composix mesh also implanted on (B)(6) 1998.